Event description:
When using chemolock vial spike 20mm by ICU medical it was discovered that the end spike that should go into the vial had a bent tip. This prevented the vial from being spiked. When another vial spike was used, the spike did not fully pierce through the rubber stopper of the paclitaxel, ndc (B)(4). The clamps of the vial spike on the sides of the vial were fully secured and the spike was rotated 90 degrees. When the vial was inverted though, the chemo began the leak through the rubber stopper and onto the vial spike and the hands of the technician manipulating the medication. Both the vial of chemo and the vial spike were disposed of, but other spikes of the same lot number were kept. FDA safety report ID# (B)(4).